Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory specialist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was deflated on its own. No injury was reported. A new tr band was successfully applied. The case was a left heart catheterization (lhc). No blood loss was reported. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 28may2025: 18 ml's of air was injected into the tr band when it was applied, per their protocol. A 6 french slender sheath was used at the access site. The tr-band was noted to be losing air immediately started deflating after initial inflation. No damage was noted to the tr-band.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results and to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band and packaging label were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon assembly. 0 ml of air is left in the band. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or check valve. The sample passed leak testing. The sample was subject to additional leak testing per qa287 rev 2. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 14ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. One tr band and packaging label were returned for assessment. No damage or deformities were noted on the band or balloon assembly. The sample was subject to leak testing and passed all leak testing. The check valve was deconstructed, and no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues because the returned sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause cannot be determined. Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.